Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to duplicate the reported event during inspection and testing. Upon evaluation of the returned device, the following defects were found, cracked on video connector, moisture inside the lens due to broken lens cover glass, device leak testing failed due to air/water leakage, and b30 scope communication error. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the hd camera head exhibited static when plugged into a device. The event occurred before the start of a cystoscopy, ureteroscopy, holmium laser lithotripsy procedures. The customer reported that there was no procedure delay, and the customer switched to another camera head to successfully complete the procedure. Upon inspection and testing of the customer return device, the unit exhibited a b30 scope communication error. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Correction to g3 of the initial medwatch. The aware date should be 18-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. It is possible that the error occurred due to the breakage of the electronic circuit by the entry of water from the broken part of the connector. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head.¿. Olympus will continue to monitor field performance for this device.